Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported both leads had migrated. As a result, both leads were repositioned on (B)(6) 2025 to address the issue. Therapy restored.